Event description:
It was reported that this patient had her vns device explanted over 8 year ago. The exact date of explant was not known. There was no available programming history prior to the device being disabled. No further relevant information has been received to date.

Event description:
It was reported that this patient had her vns device explanted over 8 year ago. The exact date of explant was not known. There was no available programming history prior to the device being disabled. No further relevant information has been received to date.